Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. Visual inspection of the received instrument found no damage and no missing material. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. 61 - additionally, unrelated to the customer reported issue, further inspection of the mcs instrument found indentations on the blade edges. It is known that dull scissors would be rendered ineffective and would easily be detectable upon use. The known cause of this issue is fatigue failure attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - the monopolar curved scissors instrument was further investigated and confirmed the initial finding of instrument blade indentation. Inspection through microscopy was performed and identified a section on one of the instrument blades appeared "shaved." The "shaved" section of the blade matches with the approximate size of the fragment reported. This indicates that the fragment likely came from the instrument blade. As previously indicated, the known common cause of an indented or shaved instrument blade is attributed to mishandling / misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a broken fragment measuring approximately 2mm was found inside the patient and retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown if the retrieved fragment was from a fenestrated bipolar forceps, monopolar curved scissors or vessel sealer instrument and what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, a broken fragment measuring approximately 2mm was inside the patient and was retrieved during the same surgical procedure. The fenestrated bipolar forceps (fbf), monopolar curved scissors (mcs) and vessel sealer (vs) instruments were installed into the universal side manipulator (usm) arms during the event. The user continued with the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. The reporter was unable to confirm and it is unknown if the retrieved fragment was from the fbf instrument (returned under patient identifier (B)(6)), mcs instrument (patient identifier (B)(6)) or the vs instrument (patient identifier (B)(6)). This represents the investigation for returning mcs instrument